Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) provided shock therapy for what was believed to be an atrial based rhythm. A chest x-ray found the leads were reversed in the header. The pocket was reopened and the lead pins were removed and reinserted into the proper position in the header. There were no additional adverse patient effects observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.